Manufacturer narrative:
It was reported that during the ablation procedure, all fluid was extracted from the balloon before removal and the balloon catheter held in place. The staff believes they saw a small hole on the balloon after the procedure, when they expected the balloon. It was also reported that after the procedure, the patient experienced intense pain. Currently, the patient has been discharged with no pain. Conclusion: the actual sample was returned for evaluation in a good visual condition. During the functional examination of the catheter for leaks, the catheter did not maintain a pressure and a pinhole was found on the balloon. There is no conclusion could be reach as to how the pinhole occurred. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an endometrial ablation procedure on (B)(6) 2015. At the end of use on patient, the balloon broke and the patient was burned by the dextrose fluid. The patient was given pain medication and continued to be hospitalized. Additional information has been requested.